Manufacturer narrative:
Sections a and d: specific patient information and device serial number are documented as unknown. Details are listed in the attached article. Device was implanted at time of event. Gaziosmanpasa hospital kilercik, h., balkanay, m., dogan, a., konukoglu, o., sever, k., & mansuroglu, d. (2025). Non-cardiac surgery and anesthetic management in patients with left ventricular assist devices. The journal of heart and lung transplantation, 44(4). Https://doi.org/10.1016/j.healun.2025.02.1143. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. It was reported through the research article ¿non-cardiac surgery and anesthetic management in patients with left ventricular assist devices¿ (lvad) that heartmate 3 may be associated with gastrointestinal bleeding, embolism, chronic kidney disease, and respiratory issues. A retrospective analysis was conducted on 72 patients who were implanted with a lvad at gaziosmanpasa hospital, turkey between 2017 and 2024. Heartmate 3 was implanted in 53 patients, while 19 patients received heartware. 19 non-cardiac surgical interventions were performed on 13 patients during the data collection period. The study concluded that non-cardiac surgical intervention in patients with lvads can be safely performed under either general anesthesia or local/sedation anesthesia. The surgical interventions and reasons included, respectively, surgical tracheostomy for respiratory issue; permanent catheter placement for chromic kidney disease; femoral artery embolectomy for vascular issue (embolism), and three instances of gastroscopy/rectosigmoidoscopy for gastrointestinal bleeding. No product was evaluated under this complaint. The heartmate 3 device serial numbers, as well as other specific case/patient information, were documented as unknown. The serial number or other identifying information of the product was not reported and was not able to be determined during the investigation. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU, rev. C is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including gastrointestinal bleeding, renal dysfunction, respiratory failure, and thromboembolism (including venous and arterial non-central nervous system), that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿ (under "anticoagulation"), outlines the recommended anticoagulation regimen, including international normalized ratio (inr) range for patients using the heartmate 3 lvas, as well as the suggested anticoagulation modifications in the event that there is a risk of bleeding. This section also lists thromboembolism as a potential late post implant complication. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported through the research article ¿non-cardiac surgery and anesthetic management in patients with left ventricular assist devices¿ (lvad) that heartmate 3 may be associated with gastrointestinal bleeding, embolism, chronic kidney disease, and respiratory issues. A retrospective analysis was conducted on 72 patients who were implanted with a lvad at the clinic between 2017 and 2024. Heartmate 3 was implanted in 53 patients, while 19 patients received heartware. 19 non-cardiac surgical interventions were performed on 13 patients during the data collection period. The study concluded that non-cardiac surgical intervention in patients with lvads can be safely performed under either general anesthesia or local/sedation anesthesia. The surgical interventions and reasons included, respectively, surgical tracheostomy for respiratory issue; permanent catheter placement for chronic kidney disease; femoral artery embolectomy for vascular issue (embolism), and three instances of gastroscopy/rectosigmoidoscopy for gastrointestinal bleeding.